Manufacturer narrative:
(Inner sheath elongated). Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008, that a flexima biliary stent was used during a procedure in 2009. According to the complainant, during the procedure, the inner sheath was pulled to release the stent, however, the stent would not deploy. The inner sheath elongated and the suture became tangled. The procedure was successfully completed with another device. No patient complications were reported as a result of this event. The patient's condition was reported to be "good".